Event description:
Customer reported the system will not work after booting up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found p1 plug on power motor relay pcb was not in all the way. Pushed plug in and system operated correctly. Tested system by booting several times and making fluoro images. System operates as intended.